Event description:
A surgeon reported the laser probe was not entering the eye properly through the valved cannula during a vitrectomy procedure. The procedure was completed with no harm to the patient. The surgeon evaluated under the microscope and noted the area where the flexible portion of the laser probe exists the straight cannula looked too big to fit through the valved cannula. The surgeon was able to exert force on the probe and got it to go through. The probe was discarded accidently at the end of the case.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this lot number. The root cause cannot be determined conclusively. An internal investigation has been opened to address this issue. (B)(4).